Event description:
It was reported that during a benign prostatic hyperplasia procedure, it was noted that the fiber is use was forward firing. The procedure was completed utilizing a second fiber. No patient clinical consequences were reported due to this event.

Manufacturer narrative:
Analysis of the device shows that the glass cap exhibits severe devitrification at output window. The metal cap exhibits moderate detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. Observed damages on the returned device are likely due to heat accumulation. The analysis did not identify signs of breaks/fractures. There are no signs of breakage along the fiber that could contribute to the reported forward firing. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.